Event description:
It was reported that the battery in this device had reached replacement time last month. The device has been implanted less than six years. Technical services suspects early battery depletion. Also, the smart pass feature has programmed itself off. Technical services advised how to program smart pass back on. The device remains implanted, however technical services recommended explant. The patient is refusing explant. There were no adverse patient effects.